Event description:
On 8/31/95, two nursing assistants were transferring the resident from bed to chair using the lift device. During the process the lower right loop of the sling slipped off the hook. Resident began to slide out the lower end of the sling. Both aides in attendance immediately assisted in lowering the resident to the floor. Stat x-rays were ordered and showed possible fracture of left femoral neck and left anterior tubercule. The resident was transferred to the emergency room and was admitted to the hosp for five days. Upon discharge she returned with a diagnosis of no fracture, sprained left knee and contusion of left tibia. The equipment was inspected and evaluated. There appeared to be no mechanical malfunction. The nursing assistants were interviewed. The loops of the straps were placed in the appropriate hooks. However, it was determined that the openings on the hooks of the lift are wide and loops may have a tendency to slip out. All staff were inserviced on the use of the lifts and the need to insure taut straps on slings. The loss/prevention representative from our insurance co also inspected the lift and interviewed one aide on 9/8. He too concluded the openings on the hooks on the lift were too wide, allowing for the possibility of straps slipping. The MFR was notified of the incident in writing on 9/5. Recommendations regarding product design of hooks and straps were made to the MFR in writing on 9/13.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: design - inadequate. Conclusion: device failure occurred and was related to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.